Manufacturer narrative:
The leads were not returned for analysis. The report therefore refers exclusively to the pacemaker analysis. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The implantation of the pacemaker was completed in bipolar lead configuration. As a result of the lead disconnection during re-operation the polarity switched to unipolar. This does not represent a device malfunction. However, please note that in unipolar lead configuration a sufficient contact of pacemaker and tissue is essential for a proper pacing. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
One day after implantation, loss of capture was reported. X-ray showed a lead dislodgement. During revision, the leads were repositioned. When connected to the pacemaker impedances were high and pacing was not successful. The pacemaker was replaced.